Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device was leaking insufflating gas. The surgeon was forced to another like device to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as whistling or hissing? Surgeon reported light hissing. If so, did the noise prevent insufflation? Definitely insufflations is effected during the surgery. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Yes, drop in pressure affected the visibility of the surgeon and also the intra operative abdominal space was very little. What was the gas consumption rate or volume (liter/minute)? 10 - 12 litre/minute. Were you able to identify where the leak was coming from? The gas leaking was identified by surgeon from b5xt trocar. Was a device inserted in the trocar during the leaking? There is no device inserted in the trocar during the leaking. If so, what device? No. Was any torque being applied to the trocar or device? No.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition . In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.